Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2018-13205. It was reported the patient was in the hospital for one week for breathing issues and pain due to uncomfortable stimulation. It was also reported the patient experienced convulsing for two hours which stopped when stimulation was turned off. Field representative advised patient to keep stimulation off. As a result, surgical intervention may occur.